Manufacturer narrative:
Exact date unknown, event occurred since the trial lead placement in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort following the trial procedure. The patient underwent a lead pull procedure and was doing well. The pulled leads were discarded.